Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and found that on (B)(6) 2024 the system controller recorded low power advisory and low power hazard alarms while on battery power due to depleted batteries. This was followed by power cable disconnect and no external power alarms while on battery power where the system controller operated on emergency backup battery (ebb) power for well over 60 minutes. The controller then recorded power cable disconnect and no external power alarms where the pump was powered off at 5:36 am and the (f69) intentional pump stop command was initiated by the system monitor. It was noted that the patient was never using a system monitor at any point during these events. Upon further review of the log files, when the system controller was experiencing extremely low power conditions the microprocessor may have given a false positive for (f69) intentional pump stop. This was followed by a system controller clock reset due to a complete loss of power to the system controller. The external power was restored at the white power lead with a fully charged battery attached and the pump returned to within baseline parameters. It cannot be determined at what time the power was restored to the system controller due to the clock reset. The system controller clock time and date was re-entered on (B)(6) 2024. It was also noted that the patient at times was sleeping on battery power. There were no other unusual events seen in the log files, and it was reported that the patient did not experience any adverse effect from the pump stop. The system controller was exchanged (B)(6) 2024 because inspection revealed an inability advance the alarm history to the final 5 or 6 non-transient alarms on the display of the system controller. It was "stuck and the buttonoloy was not working." Exchanging the system controller resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery depletion resulting in a pump stop and the corruption of the system controller clock was confirmed via the submitted log file. The reported event of a display issue was unable to be confirmed. The system controller (serial number: (B)(6)) was returned for analysis, and log files were submitted for review. Data from the reported event date of 07sep2024 was reviewed. At 01:58:42, while the patient is connected to battery power, a low voltage advisory alarm activates due to the 14v li-ion batteries charge depleting. The low voltage advisory turns into a low voltage hazard at 03:36:00, and the 14v li-ion batteries completely deplete by 03:47:28, activating a no external power alarm. The backup battery supports the system until it is fully depleted by 05:36:04. At this time, the pump loses all power, and the system stops. Pump speed is at 0 rpm until 00:00:04, when the white system controller power lead is connected to a fully charged battery. A controller clock corrupt fault (f49) activates at 00:00:00 when the white power lead is reconnected to a fully charged battery. This controller clock corrupt fault is due to the pump losing all internal and external power. This controller clock corrupt fault is active until 00:25:55. There were no other notable events active in the log file. Pump operation was not affected. The returned system controller (serial number: (B)(6)) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the pump as intended for an extended period of time. The reported no external power, display, and clock not set issues were not reproduced. Additional provided information stated that the system controller was exchanged, and that this resolves the display issue. The root cause for the reported no external power and clock not set alarms was conclusively determined to be due to battery depletion. The root cause for the reported display issue was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections describe how to properly switch between power sources and warns the user that at least one system controller power cable must be connected to a power source at all times. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3 "powering the system" inform the user that a pair of fully charged 14v batteries can power the system for 6 to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. This section also informs the user that the amount of time that the 14v batteries can support the system for decreases as the batteries get older. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.